Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: after further review a correction was made to MFR. Site ID. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the carelink monitor (clm) was not working. The patient had a successful transmission previously. No patient complications were reported as a result of this event.